Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). ¿ the programmer crash has been confirmed for 17 january 2023 at 11.19h with no evidence of an issue in the log file. Crash occurred during aida reading ¿ the episodes in the cso file (eno dr s/n 010cr00d ¿ re112108) from 17 january 2023, 11.21h can be displayed ¿ most likely the observed issue occurred because the user accessed to the episodes while episodes reading was not finished. In this case, the refresh of episodes in the user interface produces the reported error message ¿ to retrieve the episodes, the user has to reload the patient file. ¿ to avoid the crash, the user has to wait for the end of aida reading and then, go to aida screen to display the episodes. ¿ an issue with the tablet itself is not suspected.

Event description:
Reportedly, during a pacemaker follow-up following behaviour was observed: - at first attempt the in aida the epsiodes couldn't be read - the device was re-interrogated and an error message was displayed indicating an issue with synergy software - at the third attempt again the episodes were not displayed.